Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised, full rails will not just go down. To get the rails down, you have to lower one side first, unlock head side and lower, and then foot section and lower. The rails do not slide down evenly. Locks are not holding well.